Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call absence of insulin flow block alarm and high blood glucose levels. The customer's blood glucose was 400-500 mg/dl at the time of incident. Customer reported nausea symptoms due to the high blood glucose. Customer treated with manual injections. Customer current blood glucose is 287mg/dl and feels okay to trouble shoot. Trouble shooting was performed and found customer has more than 20.0 units of insulin remaining. Customer is unable to perform high pressure test and will call back. Advised the insulin pump may need to be replaced once high pressure test is completed. The insulin pump will not be returned for analysis.